Event description:
The 6f angio-seal vip was deployed in the common femoral artery. The angiogram revealed a low stick, below the bifurcation in the superficial femoral artery. There was resistance pulling back on the device during deployment, and when the suture was cut from the device and the tamper tube removed there was no additional suture to cut. Pressure was held, but hemostasis was not achieved. A peripheral angiogram showed the puncture was still bleeding and blood flow was reduced past the popliteal artery. Additional pressure was held, and the patient was sent to the operating room where a cut down was performed and the angio-seal was removed. The patient is currently stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.